Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that a decrease of impedance (< 200 ohms) was noted. An insulation breach was suspected. The lead was not explanted but another lead was added. No further information about the event was provided. No adverse patient side effects were reported. The date of implant was not provided.